Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following a procedure on the magnetom aera system. A patient reported suffering several blisters on the fingers which spread to the entire hand. The patient was evaluated by two physicians and received conflicting diagnosis. The patient is currently under the care of a physician. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. It was reported that a female patient suffered several blisters on the fingers and spread over the whole hands one day after examination. The patient went to 3 different doctors, a dermatologist, a burn specialist, and a neurologist which requested the exam. A final diagnosis remains unclear. Our experts analyzed the images generated during the patient's examination. The complete examination of the patient's c-spine lasted 50.25 min with an active scanning time of 42.98 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e., the maximum applied sar was 91.4% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions, although it was close to the limit. Furthermore, the patient absorbed 50.62 wmin/kg which is below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system was checked by our service engineer and found to be operating within specification. No hardware or software problem was found which would explain the reported blisters on the patient's hands. It is most likely that a rf current loop was generated possibly caused by hand contact and amplified by contact with a liquid like sweat or a disinfectant or due to contact with electrically conductive material. This effect and the preventive measure are described in the magneton family operator manual - mr system syngo mr e11 (pages 19 to 21).